Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was approximately 150 mg/dl. Reportedly, the customer had an alternate pump available as alternate insulin therapy.